Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a revision surgery was performed due to a broken screwhead. No material was received. This report is for an unknown screw. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.